Event description:
It was reported that during an unk procedure, the instrument was difficult to fire and would not release. The release button didn't work. The case was completed with a like device with no pt consequence.